Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient was woken up by an alert on her tandem insulin pump with a sensor failure message. It was not specified how long the cgm device had been in a sensor failure state since the patient had been asleep. The patient began experiencing nausea, dry mouth, dehydration, and a decreased heart rate. The patient tested her blood glucose (bg) meter reading which was high, but no specific value was reported. The patient drove herself to the emergency room (ER). At the ER, the patient was diagnosed with diabetic ketoacidosis (dka) and was treated with intravenous (IV) fluids and insulin. The patient was discharged home 2 days later. The patient had recovered by the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. B5 describe event or problem - additional information g3 date received by mfg - additional information g6 type of report - updated/follow-up h2 type of follow up - correction/additional information h10 corrected data h11 additional narrative.